Event description:
It was reported that the abutment was found to be mobile and upon inspection, the implant platform at tooth site #19 was fractured. The implant was removed. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.